Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the corewire was broken. They removed all the pieces of the device and nothing was left inside the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual evaluation noted only a portion of the proximal tip coating was returned. The rest of the guidewire was not returned. Based upon the return the heat shrink was found damaged. The complaint is consistent with the returned item which was only the heat shrink. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the corewire was broken. They removed all the pieces of the device and nothing was left inside the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.